Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial lead exhibited false mode switch due to noise oversensing. The atrial lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.